Manufacturer narrative:
The reported observation of ¿service app¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was due to the patient¿s surgical procedure. No programmer logs were provided for review.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient did not set their ipg into surgery mode prior to undergoing an unspecified surgical procedure. In turn, the patient's ipg was deemed inoperable following the procedure. Troubleshooting attempts were unable to provide resolution. As a result, the patient may undergo surgical intervention on a future date.

Event description:
Additional information received/gathered revealed the patient's ipg was explanted and replaced to provide resolution.